Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: ¿remove the guide wire before the guide wire exit port crosses the skin line¿. The IFU violation contributed to the reported difficulties. Based on the information received, the investigation determined that the reported difficulties and subsequent treatment appear to be related to user error. In this case the account did not remove the guide wire prior to deployment of the plunger leading to the suture becoming tangled with the guide wire. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 2017 - failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after a percutaneous coronary intervention procedure with a 6fr sheath. Reportedly, the suture became entangled during device removal and was unable to be removed. The suture was cut and the device was able to be removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.